Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose of 403 mg/dl. The customer called in to advise the insulin pump woke her up for a low reservoir. Troubleshooting was performed and it was determined the pump was functioning as designed. Nothing is returning.